Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device turning off was reproduced. A review of the event history log revealed "improper shutdown!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a dried liquid substance on the back flex battery contact pins. The back flex battery contact pins requires cleaning to cleaning to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had turned off during before use. There was no patient involvement. No additional information is available.